Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's defibrillation pads were peeling slightly. Defibrillation therapy may not not be able to be delivered. There was no patient involvement reported with the event.